Event description:
The account alleged the head end brake casters are not holding. No patient impact.

Manufacturer narrative:
The account found the brake rocker arm was damaged. The account installed a brake caster upgrade kit to resolve the issue.